Event description:
It was reported that the device shut itself off two time the night prior to the report and the patient did not turn it off. The patient was met and had battery reoriented the night prior to the report. There was a loss of stimulation two times the night prior to the report. Four days later additional information was received indicating that the clinician programmer showed the correct position when they used test adaptivestim but the patient programmer did not show the correct position when going from lying to upright. The patient programmer showed the correct position when going from upright to lying. They were able to see the correct position when going from lying to upright after waiting several seconds for the stimulation to increase. The issue was resolved with patient education of programmer buttons and used and it has not reoccurred since. It was noted that the patient may have hit the grey button but the implantable neurostimulator (ins) did not shut off anymore the weekend after the original report. No reprogramming was needed. The patient was adjusted positions cones to her reclining position as her laying back comfort setting. The patient was doing well at the end of the appointment.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 97792, lot# n452564, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).